Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaff gen.2 results for 1 patient sample on a cobas integra 400 plus. The initial result was 5.14 mg/dl. The repeated results were 0.90 mg/dl, 0.89 mg/dl, and 0.92 mg/dl. The sample was repeated because the initial result didn't match the clinical status of the patient.

Manufacturer narrative:
A precision check, performed after the event, showed acceptable results. Based on the provided information, no pre-analytical issues were detected, and the alarm trace showed no hardware or software errors at the time of the event. Based on the provided information, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.